Manufacturer narrative:
Additional info: h7, h9 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was patient called and indicated that they had a cardioversion. The patient's remote is saying that stimulation cannot be provided when they attempted to turn therapy on. The caller did not have the exact verbiage of the message or any code that may have been displayed in the message. The caller was not with the patient. Technical services reviewed information about cardioversion and troubleshooting. The caller indicated that the plan to meet with the patient on (B)(6) 2025 for additional evaluation.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6) 2025 14:38:45 cst pli# 10 product ID# 977006 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt {x} was observed. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Continuation of d10: product ID a72200 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the replacement was complete.

Event description:
Additional information was received from the manufacturer representative (rep). The cardioversion/defibrillation took place at (B)(6). It was unknown which energy was used in cardioversion/defibrillation. The location of paddles on the body was top of t8. The location of the ins in the body was the right flank. The brand/model of cardioversion/defibrillation machine was unknown. The device was in MRI mode during cardioversion/defibrillation. The tech had the patient put the device into MRI mode. The patient had a previous procedure prior to implant. The patient was scheduled for ins replacement on (B)(6) 2025. The information was provided by the patient.

Manufacturer narrative:
Continuation of d10: product ID: a72200, serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep and the patient (pt). Rep called back with patient present. Rep states that they are unable to interrogate the patient's battery, even with the communicator plugged in and right over the ins. Rep states it gets to 75% and then stops. The patient's handset displays a message stating, "contact your clinician" with error code 323 ( ¿therapy off¿/stimulation cannot be provided), followed by eri. Technical services (tss) reviewed code and cardioversion settings. Rep states the patient had turned their battery off for the procedure. Tss sent information for prescribers (ifp) to rep and advised patient follow up with their provider. Tss sent email to scs principal regarding this case as well. Rep requested information for cardio ablation for this brand of ins. Tss reviewed the email sent from the rep and replied back to review compatibility with ablation. E-mail received from rep reporting the cardioversion was on 8/7/2025 and the patient reports seeing the stimulation cannot be provided message on 8/8/2025. Rep confirms the patient experienced a loss of stimulation. Rep reiterates the information in their call to technical services and reports the issue was not resolved and physician is being contacted to determine next steps. Rep reports logs were unable to be obtained because the tablet would not connect to the ins.